Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported: around the time 12:08 the primus was ventilating an intubated patient, suddenly the primus stopped working and patient was not ventilated any more. The patient was taken on manual ventilation with an ambu balloon and the ventilator was removed from the or. Another machine was set in place and the patient was connected to the patient. The patient did not suffer any injuries.

Manufacturer narrative:
Upon checking the log files the reported issue could be retraced to problems with the ventilator motor which was replaced, consequently. Evaluation of the motor in the manufacturer's lab resulted in the finding that there were several positions where the motor did not provide mechanic power due to an abraded collector disc. Since the motor speed is being monitored continuously, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange has fully solved the device problem. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange has fully solved the device problem. The motor is designed for a lifetime of 10 years at standard use conditions. The respective unit was produced in 2008. According to the operation hours of the gas mixer the device was already in use for more than the double time of the expected service life calculation model which can be considered well acceptable.

Event description:
Please refer to iniial MFR. Report # 9611500-2017-00159.